Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred and the patient expired. The target lesion was located in the left anterior descending artery (lad) and was treated with one pass with the oad on low speed. The crown was noted to jump slightly during the treatment. A perforation was noted, and two stents were placed to attempt to resolve the issue. The patient status began to decline and cardiopulmonary resuscitation was performed, however the patient was unable to be revived and expired.